Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was trying to place his implantable neurostimulator into MRI mode and it showed head only. The patient needed a MRI for his back because his back had gotten much worse. He was just getting up off of the couch and could not stand or walk and now he can barely walk. This started occurring on (B)(6) 2016. He has had no falls or traumas related to this event. The patient noted having a steroid shot in his cheek.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.